Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump was not delivering boluses properly. Reportedly, the customer would prime the tubing or change the pump supplies to resolve the issue. Customer's blood glucose (bg) was 300 mg/dl at its highest which the customer addressed by delivering multiple boluses which caused bg level to decrease to 50 mg/dl. To address bg, customer drank juice. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.